Event description:
Event 1 [redacted date] model 35700009 serial [redacted number] patient receiving zosyn via secondary infusion on sigma pump. Dose hung around 1130. At 1330, rn noted that the medication had not infused at the expected rate. Pump had issued no alarms to indicate that it was not infusing. IV checked, flushed, and pump restarted. Drips dripping in chamber after IV flushed and adjusted. About an hour later, the IV infusion still appeared to not be infusing without the pump issuing an alarm. Pump removed and sent down to be interrogated. Tubing and medication placed in new pump and mediation successfully infusing at correct rate. Md notified of delay in dose. Medication timing adjusted for future doses as this dose was delayed. Event 2 [redacted date] model 35700009 serial [redacted number], "c/f IV pump malfunction, patient was receiving an insulin drip infusion with drops visualized as dripping and appropriate decrease in blood sugars. Blood sugars are being checked every hour. Bs at 1033 was 185 with previous blood sugars in close to this range, last up titration at 0930. Bs at 1151 increased to 254 which prompted rn to investigate further piv was no longer working/able to be flushed, therefore patient wouldn't be receiving insulin. However, IV pump did not alarm downstream occlusion as expected. Pump changed at 1202. Bs at 1232 was 251 and at 1330 was 259. This may be multifactorial however rn concerned that piv was occluded and no longer able to be flushed and there was no downstream occlusion alarm. Pump provided to ce for interrogation (B)(4)" event 3 [redacted date] model 35700009 with tubing 2c8541, "situation: pump malfunction, background: patient receiving continuous chemotherapy. Rn looking ahead to see when next dosage is due and identified that there was still a significant amount of chemo in bag. Upon completing "infusion verify" for the patient, rn identified that the pump went offline at 10:53 am and the pump stopped infusing at the time. Assessment: the pump returned online 1735 and infusion restarted automatically. Pump did not beep when offline and pump screen had still displayed all settings appropriately when offline. The rn did not stop/start the pump during this timeframe. Recommendation: rn notified oncology pharmacist who recommended completing remainder of bag and hanging next dosage late upon completion. Primary oncologist notified. Pump sequestered and reported to (B)(4). New pump utilized to finish remaining chemo." Manufacturer response for IV pump, IV pump (per site reporter), on going issue.